Manufacturer narrative:
There are 2 medical device reports for this event. This report is for the right eye. There is one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 2 medical device reports for this event - this report is for the right eye. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following implantation of an intraocular lens (iol) patient experienced bad halos, blurry vision, was not able to enjoy christmas lights, can¿t drive at night and was disappointed. Additional information was requested.